Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: what color reloads were used throughout procedure and where? White on small bowel on lower anastomoses, blue on stomach. Was any staple formation issues noted during primary or secondary procedure? No. Where was the bleed located on staple line? I don't know 100%. It was either the pouch or the distal stomach. Somewhere in the stomach division. How was the bleeding identified? I did not identify the bleeding site. Two liters of blood in the upper abdomen. Washed everything out, inspected staple line and clipped. Was the bleeding intraluminal or intra-abdominal? Intra abdominal. What is the current patient status? Stable.

Event description:
It was reported that approximately 3 to 4 hours after the initial procedure, laparoscopic gastric bypass, the patient was brought back into the or with post-op internal bleeding. The bleeding was coming from the left side along the staple line. It was a slow leak, not pumping; 2 clips were applied to stop the bleeding. Approximately 1 pint of blood was lost, no transfusion was required. The additional surgery took approximately 1 hour to complete. It was unknown how the bleed was discovered. It was unknown how post-operative care was changed, if at all, after the second procedure.